Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the fundus of the stomach during a gastric varices ligation procedure on (B)(6) 2017. According to the complainant, during the procedure, the bands failed to deploy. It was reported that there was an inadequate suction to achieve "red out" and a hissing sound was heard during suction. The procedure was completed with another superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband device with the velcro strap for analysis. The ligator head was not returned. Visual examination of the velcro strap did not present any visible issues. It was noticed that the crimp was present on the trip wire and the suture was intact. The trip wire was partially rolled in the handle; there is no evidence that the trip wire was secured in the handle assembly slot during the procedure. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the fundus of the stomach during a gastric varices ligation procedure on (B)(6) 2017. According to the complainant, during the procedure, the bands failed to deploy. It was reported that there was an inadequate suction to achieve "red out" and a hissing sound was heard during suction. The procedure was completed with another superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.